Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the only issue that was reported to them was that the patient needed their handset to be able to put the stimulator in MRI mode. Patient relayed to the rep that they love their spinal cord stimulator (scs) and they simply have other new issues that have come up. Patient stated that the stimulator was working well and helping with their pain and the therapy was satisfactory. Rep left the patient a controller and showed them how to put the stimulator in MRI mode. Patient received their MRI and this issue is now resolved. The device didn't cause or contribute to their hospital stay. It was reported that the device was working as intended and helping with the patient's chronic pain. This event is no longer a reportable event. MDR decision corrected to not reportable.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H 6: codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-05 (B)(6) (con, hcp): information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt is currently in the hospital and needs an MRI and says their doctor (hcp) wont do an MRI because pt doesn't have their controller (ptm). They said someone is bringing them the ptm. They said reason for the hospital stay is because of the manufacturer's device. They said "the device isn't doing what its supposed to be doing. Its still working but not like it has been in the past so they want to do anmri to see what is going on with the wires". Pt says this has been happening for "at least the last 7-8 months". The patient was redirected to their healthcare provider to further address the issue. Pt will have hcp call the manufacturer to reach a manufacturer representative (rep). Technical services (tss) spoke with hcp who understood that the manufacturer was sending a replacement pt programmer to the pt but technical services reviewed that we understood that someone from pt's home sending ptm to pt. Hcp doesn't know if pt still using their spinal cord stimulator system - tss reviewed that ins needs is rechargeable unit. Tss offered to have rep paged to come and put ins into MRI mode. Tss reached out to rep who is doing procedures in that city tomorrow and rep will pursue putting pt's system into MRI mode tomorrow.

Manufacturer narrative:
B3. Date is approximate. Year of event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.